Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Both screws showed signs of deformation around the ti-fix thread feature on the screw head. The screw not being fully seated or under torqued may have contributed to a compromised interface with the plate. However, a specific cause for this event could not be confirmed.

Event description:
On 01.30.2018 it was reported to k2m, inc. That a revision surgery took place in which a plate and screws were removed. Revision surgery took place (B)(6) 2017. (Related to 3004774118-2018-00010)